Event description:
Patient reported when they went to the dentist they were informed their bridge was cracked. The bridge is only 3 yrs old. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.